Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details to bard.

Event description:
It was reported that during a stent placement procedure in the cephalic arch, during the attempt to deploy the endovascular stent graft resistance was felt and the stent graft could not be released. The delivery system was retracted without issue and another stent graft of the same brand was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the sample evaluation, the reported failure to deploy the stent graft could be confirmed. The stent graft was found to be completely loaded in the system upon sample receipt. The outer sheath was found to be elongated indicating that increased release force must have affected on the delivery system during the attempt to deploy the stent graft. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This kind of event may be related to a difficult vessel anatomy or a challenging stent placement site. Insufficient flushing of the device prior to use may be another contributing factor. In this case, neither any information regarding the vessel anatomy nor any procedural details were provided. On the basis of the information available and the evaluation of the sample, a definite root cause for the reported event could not be determined. The IFU states that the device must be flushed with sterile saline. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." In addition, the IFU indicates that an introducer sheath of appropriate inner diameter is required for the procedure.

Event description:
It was reported that during a stent placement procedure in the cephalic arch, during the attempt to deploy the endovascular stent graft resistance was felt and the stent graft could not be released. The delivery system was retracted without issue and another stent graft of the same brand was used to complete the procedure successfully. There was no reported patient injury.